Event description:
It was reported that a nrg transseptal needle was selected for transeptal access. The baylis rf puncture generator was in the ready mode, the energizing button was pressed, however the sound given by the generator was abnormal, and the transseptal puncture was not completed. The device was replaced, and procedure was completed successfully. No other issues were noted. There were no patient complications reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.